Event description:
It was reported that during a ptca/stent procedure. The penta was deployed at 16 atmospheres for 30 seconds. Following stent deployment, the balloon deflation appeared very slow; thus, the stopcock was closed, negative pressure was applied again, and air was purged away three times with no result. Only the mid portion of the balloon deflated, but both the proximal and distal portion of the balloon remained inflated. At this point, the balloon was carefully pulled back inside the guiding catheter. No patient effects were reported.